Event description:
It was reported that during preparation for a coronary angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the right coronary artery. This 12mm x 3.0mm quantum maverick balloon catheter was selected; however, on the first inflation the balloon rupture at 4 atm. The procedure was completed with a different device. No patient complications were reported and that patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 3mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a coronary angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the right coronary artery. This 12mm x 3.0mm quantum maverick balloon catheter was selected; however, on the first inflation the balloon rupture at 4 atm. The procedure was completed with a different device. No patient complications were reported and that patient's status is stable.